Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the high voltage lead impedance was found out of range. The patient presented in clinic. Upon interrogation, the high voltage lead impedance was below acceptable limits and had done so several times in the last week. No changes were made. The patient was stable.

Manufacturer narrative:
As received only the distal end of the lead was received for analysis. The lead was cut 42.5/46.9/47.4cm (insulation/liner, coil, and cables) from the distal tip. The reported events of low high voltage impedance, and insulation abrasion were confirmed. Suture sleeve tie impressions were noted at 35.5 cm and 35.8 cm from the distal tip with cuts noted to the insulation. External insulation abrasion caused by friction to the device can was noted at 36.5 cm to 36.7 cm from the distal tip. The insulation abrasion breached the re cable lumen with no damage noted to the etfe cable coating. External insulation abrasion caused by friction to the device can was noted at 38.6 cm to 39.4 cm from the distal tip. The insulation abrasion breached the svc cable lumen with abrasions noted to both the etfe cable coatings. The reported event of low pacing impedance was not confirmed. The reported events of low high voltage impedance were isolated to the exposure of the superior vena cava conductor cables in the abrasion zone.

Event description:
Additional information received noted that the right ventricular (rv) lead was noted with low pacing impedance.

Event description:
Additional information received noted that the right ventricular (rv) lead were explanted and replaced on (B)(6), 2021. The rv lead was noted to have an externalized wire near the proximal portion of the lead. The patient was stable.